Event description:
It was reported that pump audible and vibratory alarms were inoperable.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged piezo and improperly aligned vibratory motor contacts.